Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement patient undergoes elective shoulder prosthesis surgery under general anesthesia with the insertion of an arterial indwelling cannula (manufacturer's information see above) into the left radial artery for extended monitoring due to his previous illnesses. The cannula was inserted without any problems. When removing the arterial cannula before transfer from the recovery room, the nurse in charge notices that the arterial cannula is not complete. The complete intra-arterial part is missing, an approx. 4.5 cm long plastic tube (20g). The ultrasound examination shows the piece of plastic in the left radial artery. The complete removal of the cannula remnant, which was carried out immediately, was surgically successful. The two original parts are preserved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. There is a total of 11 representative samples, 1 used actual sample and 1 opened sample returned for this complaint. Broken catheter was observed on the actual used sample. The part off was approximately 3mm away from nose of the floswitch housing. The actual used sample was observed at the part-off areas on both ends, a clean cut was observed on both ends of the catheter tubing. The opened sample was visually observed if there are any damages on the catheter tubing that could cause any broken catheter. No visible defects were detected during the visual observation. The opened sample was visually observed on the catheter tubing, no visible defects can be seen on the catheter tubing. The 11 representative samples returned were from the below 11 batches. 2220748, 2298792, 3014326, 3176637, 2220739, 4054636, 3328646, 3328634, 3203328, 3203336, 3356479. The 11 representative samples that were returned were subjected to visual inspection on the catheter tubing and also, catheter pull test. All 11 passed the visual inspection also the catheter pull test. For the inspection results. Arterial cannula tube draw machine. The machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the hole in the catheter tubing. Arterial cannula assembly machine. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. A simulation was carried out by using scissors to part-off a catheter. The part-off surface is then observed. A clean cut is observed on the part-off surface. Based on the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the customer¿s experience on broken catheter could not be established based on the above investigation. The complaint trend will be monitored.

Event description:
Patient undergoes elective shoulder prosthesis surgery under general anesthesia with the insertion of an arterial indwelling cannula (manufacturer's information see above) into the left radial artery for extended monitoring due to his previous illnesses. The cannula was inserted without any problems. When removing the arterial cannula before transfer from the recovery room, the nurse in charge notices that the arterial cannula is not complete. The complete intra-arterial part is missing, an approx. 4.5 cm long plastic tube (20g). The ultrasound examination shows the piece of plastic in the left radial artery. The complete removal of the cannula remnant, which was carried out immediately, was surgically successful. The two original parts are preserved.